Event description:
A nurse was attempting to insert an IV catheter. She was able to successfully insert the catheter with positive blood return visualized. However when she was withdrawing the metal guidewire, it detached from the plastic hub in her fingers. Approximately 1/2 inch of the guidewire was visible and she was able to grab the wire and withdraw it from the patient's arm without injury.